Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) visited the site. Tested the device and can not replicate the reported fault. Performed the full testing and calibration as per specifications. Power management pcb and solenoid pcb replaced as part of an ongoing recall activity (not directly linked to the complaint). Post service testing confirmed the device operated within manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that while on stand by the cardiosave intra-aortic balloon pump (iabp) had a high pitched noise. There was no patient involvement.